Event description:
Arrive clinical study 015-031. It was reported that 8 months after a coronary artery drug eluting stenting procedure the pt underwent a target vessel reintervention (tvr) of the proximal right coronary artery (rca) to alleviate an in-stent diffuse restenosis. The pt was enrolled in the arrive program in mar 2004. Target lesion 1 (17 mm long) was identified in the ostial rca with 75% stenoses and a 3.5 mm reference diameter. Target lesion 1 was treated with direct placement of a 3.0 x 20 mm taxus stent. Residual stenoses was 0% following post-dilatation. Target lesion 2 (7 mm long) was identified at the ostium of the svg to diag1 with 75% stenoses and a 3.5 mm reference vessel diameter. Target lesion 2 was treated with direct placement of a 3.5 x 16 mm taxus stent, reducing the stenoses to 0%. There were no reported complications and the pt was discharged the next day. The pt had a nuclear stress test to assess progression of coronary artery disease in oct 04; the test demonstrated inferior ischemia and pt was referred for repeat cardiac catheterization. (The pt did not present with symptoms). Per the cath report dated in 2004, the pt had 75-80% instent restenosis at the ostium of the native rca (target vessel). In 2004, the instent restenosis at the ostium of the native rca was treated with ptca and placement of a 3.5 x 16 mm taxus stent. There was no residual stenoses. There were no reported complications and the pt was discharged the next day plavix and aspirin.